Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 1, 2, 3, 8 and 9 (counting from the proximal end) were damaged and slightly lifted from the stent profile. The undamaged section of the crimped stent outer diameter was measured and this is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion revealed no issues. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found slight damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery (rca). After plain old balloon angioplasty (poba) was performed, a 4.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the stent was found to be lifted. The procedure was completed with a 4.00 x 12 synergy¿ stent. No patient complications were reported.